Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 349 mg/dl, hi (greater than 600 mg/dl), and 146 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A patient reported blood glucose results of "236 mg/dl" with a lifescan meter and "26 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.